Event description:
The doctor discovered the plate was broken during a follow-up visit while performing an x-ray. The break resulted in a non-union and was a less than desirable result. The plate was broken at a screw hole but it is unknown which one. The surgeon removed the broken plate and repaired the non-union with an 18 hole blade plate. The plate will not be returned because the patient requested to keep the hardware. This report is for an unknown screw. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: unknown date in (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is for treatment, not diagnosis. Placeholder.